Manufacturer narrative:
The prograsp forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the device logs for the prograsp forceps instrument (part# 470093-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was reported that the instrument's pin was loose. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, "the pin of the prograsp forceps for fixing the branches of the instrument had come loose and pushed out." It was noted that no fragment fell inside the patient as a result of the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
D03 - intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of grip pin dislodged to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The pin is still attached to the grips. The root cause of dislodged instrument grips pin is attributed to manufacturing. The instrument was transferred to engineering for further review. Initial findings were confirmed. The grips pin was found to be dislodged. A closer look was taken at the swaged side of the grips pin, and it was found that it was improperly swaged resulting in the pin getting dislodged. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.